Event description:
The following was reported to hamilton medical ag: tf 2330040 occured during ventilation flowsensor calibration failed. No patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: tf 2330040 occured during ventilation flowsensor calibration failed no patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - device evaluation: root cause: the investigation concludes that a high peak pressure destroyed the pressure sensor. The fault pattern described by the customer matches our investigation. However, it is not clear where this peak pressure came from. Therefore, the root cause cannot be established based on the received information. The pressure sensor assembly has been replaced and the device functions as intended. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since (B)(6) 2023.